Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that went to the doctor this morning and the doctor wanted to do an MRI of their neck and back because they were having severe pains. The doctor told them to check with their manufacturer on whether they could have it done. The agent reviewed MRI guidelines. The patient never liked the device. It never worked. The device never helped them from the time of implant. When they went back to the healthcare provider they said there was nothing they could do. The patient didn't have a managing doctor for the device their doctor retired. The agent sent patient physician listings. Additional information was received from the patient. The patient reported they were having their device removed in 2 weeks because the device never worked. Patient's hcp inquired who the implanting surgeon was. Agent reviewed information. Agent attempted to transfer patient to interstim but patient declined.